Event description:
It was reported that during an indirect decompression spacer implant procedure, the spacer was deployed and the spindle cap broke off of the spacer. There were no patient complications due to the event. A new spacer was successfully implanted and the patient was doing well postoperatively.

Manufacturer narrative:
The returned spacer 101-9814 (40018362) was analyzed. A visual inspection revealed that the spindle cap was completely sheared off from the implant body. The detachment of the spindle cap was due to excessive force. The damage to the implant indicates failure was likely due to deployment against resistance (e.g., bone) and or manipulation of the position of the device by gear shifting of the inserter. The probable cause is unintended use error caused or contributed to event.

Event description:
It was reported that during an indirect decompression spacer implant procedure, the spacer was deployed and the spindle cap broke off of the spacer. There were no patient complications due to the event. A new spacer was successfully implanted and the patient was doing well postoperatively.